Event description:
It was reported that the device seal became compromised. The 2.50mm x 12mm emerge was on the inventory shelf when it was selected. However, it was noted that the outer and inner package was open. The procedure was completed using another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter received inside the opened product pouch and shelf box. The batch number on the returned packaging and device matched the reported batch number. The closure strip and the tab on the shelf carton were torn, indicating the shelf carton was opened. The seal of the product pouch was opened on the left side where the tyvek and poly material meet. The area of separation from tyvek and poly shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. The shelf box and product pouch were opened, as-received in the cis lab; however, there was no evidence of a defective seal and no indication that the box or pouch were opened prior to shipment from bsc. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the device seal became compromised. The 2.50mm x 12mm emerge¿ was on the inventory shelf when it was selected. However, it was noted that the outer and inner package was open. The procedure was completed using another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).